Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement and loss of capture (loc). The patient was reported to be doing rehabilitation with arm movement due to a recent tractor accident. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead is not expected to return as it remains in service.